Event description:
The patient reported experiencing elevated blood glucose and she stated that the up and down buttons of the infusion device do not work properly. Upon follow up, the patient's husband reported that in 2009, the patient experienced elevated blood glucose of 250 mg/dl for 2 days. She bolused through the infusion device in an attempt to lower her blood glucose. In 2009, the patient switched to her backup infusion device and her blood glucose decreased. Her normal blood glucose level is 120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.